Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultrasmart meter was experiencing a display issue. The complaint was classified based on customer service representative (csr) documentation. The patient reported that at 9am on (B)(6) 2018, his onetouch ultrasmart meter¿s display was ¿lighting up but was faded¿. The patient manages his diabetes with insulin ¿ self adjuster but denied taking any action, over and above his usual diabetes management routine, in response to the alleged product issue. The patient reported that later the same day, at 2pm, he began to develop the symptoms of feeling ¿sweaty¿ and he attributed the onset of this symptom to the alleged product issue. The patient reported drinking ¿orange juice¿ in order to treat his symptom. During troubleshooting, the csr verified that there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The problem could not be resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event after experiencing an issue with the display of the subject meter.